Event description:
Per the customer, the canister reported only 3ml for ebl but said more bleeding occurred and was suctioned then that. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.